Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely elevated potassium result generated on the architect c4000, serial number (B)(4), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated result for the product. Return testing was not completed as returns were not available. The customer service center specialist (csc) suggested the customer run a precision study and the results of the study were within range, so no additional service was performed. The architect c4000, serial number (B)(4), was considered the likely cause. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect c4000, serial number (B)(4), was identified.

Event description:
The customer observed a falsely elevated potassium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 3.6-5.0 mmol/l): sample ID (B)(6) initial result was 7.4, repeat was 4.0 mmol/l. The patient was redrawn, and the result was 4.0 mmol/l. There was no impact to patient management reported.